Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At the most recent routine follow-up, the device exhibited a remaining longevity of four years. Approximately seven months earlier, the remaining longevity had been displayed as eight years. The available information suggests this device remains in service at this time. No adverse patient effects were reported.